Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error message, then went off and history shows alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm and able to complete rewind. Assisted customer in performing displacement test and test failed. Customer was advised that the insulin pump will need to be replaced and refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No a33 alarm noted during test. (B)(4).